Event description:
No sample/no error message was not generated by the summit. Low sample/diluent in well h12 during pipetting. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc. (B)(4).